Event description:
It was reported that the films has low adhesive. No patient harm was reported.

Manufacturer narrative:
The samples across the lots provided had instances of low adhesion and can be confirmed. The start up process involves the spreading of adhesive which has been identified as a potential root cause, this is carried out by a spreading blade which spreads the adhesive which is then cured within an oven and packed as a bulk roll. The adhesive can sometimes be missed from fully covering the roll and if this occurs it is required to be recorded within the fault log and removed. No determined root cause can be identified for this issue.